Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed. The patient was stable and there were no adverse consequences.